Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1213. It was reported the patient experienced a migraine headache with stimulation. It was also reported that the patient's trial lead had migrated. An sjm representative met with the patient and reprogramming was able to capture partial coverage. Her physician decided to leave the lead in it's current position until the end of the trial on 06/21/2012. Follow up information indicated the patient was still having headaches and also numbness in her buttock and legs five days after trial leads were removed. She is working with her physician to determine the next course of action.